Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on a monitor) has been confirmed. Upon investigation, the battery pack was unable to power up or charge. The cause for the failure was isolated to a physically damaged connector. The root cause for the damaged connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.